Event description:
It was reported that the implantable neurostimulator (ins) did not hold a charge for more than eight hours after the ins was full. The patient noted that ¿this¿ was not the first time they recharged the battery. The issue began one day prior to the date of report. The patient went to the office of the healthcare professional (hcp) which was one and a half hours away and when they came back home the battery was ¿dead.¿ the patient noted that ever since they ¿put it in¿ they had to recharge once a week and it was ¿never even turned on.¿ it was noted that the patient had not used the stimulator for about two weeks prior to report. The patient was redirected to the hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).